Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and three photos. Upon visual inspection, it was identified that the neck of the top body had completely separated from the q-syte device and was held by the top disk of the septum. The reported defect was confirmed. Microscopic inspection of the damage found a crack throughout the unit but no impact marks were present, which is uncommon from damage originating during the manufacturing process. Outside of the manufacturing process, the damage may have originated from over-torquing the q-syte or from incompatibility with the infusion fluids. There were traces of media inside the q-syte unit, indicating it had been used before the damage was noticed. It is possible that the integrity of the device was jeopardized during shipping, handling or packaging and then exacerbated during use. Although the reported issue was confirmed, bd was unable to determine a definite root cause. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that q-syte closed luer access device was damaged. The following information was provided by the initial reporter: this is a report about a damaged housing of q-syte. According to the customer¿s report, the hcp found, during use, that the housing of q-syte was damaged. The hcp thus stopped using the affected product and replaced with a new one.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that q-syte closed luer access device was damaged. The following information was provided by the initial reporter: this is a report about a damaged housing of q-syte. According to the customer¿s report, the hcp found, during use, that the housing of q-syte was damaged. The hcp thus stopped using the affected product and replaced with a new one.